Manufacturer narrative:
The technician replaced the trendelenburg gas cylinder to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had no trendelenburg functions. No patient impact.